Event description:
Seven days after insertion of the iab, blood was observed in the pump's helium tubing. The pump was experiencing alarms. Since a balloon rupture was suspected, the iab was removed. A reinsertion was not required. There were no associated pt complications.